Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed a blood infection. Symptoms of fevers, chills, nausea, vomiting were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics. Cultures taken staph epidermidis.